Manufacturer narrative:
Event date corrected from (B)(6) 2011 to (B)(6) 2010. Patient identifier: (B)(6). (B)(4).

Event description:
(B)(4). Same patient as mfg#2134265-2010-05332. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the mid left anterior descending artery with 75% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement and implanting a 2.50 x 16 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post- dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. At 165 days post index procedure, the patient presented with chest discomfort, which was relieved with nitroglycerin, and was then admitted on the same day and was referred for cardiac catheterization. Cardiac catheterization revealed in-stent restenosis along with triple vessel coronary artery disease. A coronary artery bypass grafting (CABG) was planned and the patient was discharged on the same day. At 166 days post-index procedure, the patient underwent CABG with lima to lad, reverse svg to om, reverse svg to diagonal, and reverse svg to distal rca. The patient was discharged 8 days later.

Event description:
Same patient as 2134265-2012-00236; 2134265-2012-00235. It was further reported that in (B)(6) 2010, the patient experienced angina. Coronary angiography revealed moderate disease (60-70% stenosis) in the circumflex. The lesion was treated with a 3.5x24mm taxus liberte stent and post dilated with a 3.5mm non-bsc balloon. Per the physician, there was good result with no residual narrowing and flow was normal throughout. In (B)(6) 2010, the patient again experienced chest pain and recurrent angina. Coronary angiography revealed 50-70% restenosis in the distal left anterior descending (lad) artery. The lesion was on the distal edge of the stent. The lesion was treated with a 2.5x28mm taxus liberte stent. The final angiogram revealed a good result in the new stent. In january 2011, the patient was seen again with unstable angina. The cx stent was widely patent with no obstructive disease. The proximal lad had 50% stenosis and no in-stent restenosis in the mid and distal portions of the vessel. The physician treated the proximal lad artery with a 3.5x30mm non-bsc drug-eluting stent. The stent was post dilated with a 3.0x12mm balloon. Additionally, the patient underwent coronary artery bypass grafting 167 days post-index procedure not 165 as previously stated

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as 2134265-2012-00236; 2134265-2012-00235. It was further reported that in (B)(6) 2010, the patient experienced angina. Coronary angiography revealed moderate disease (60-70% stenosis) in the circumflex. The lesion was treated with a 3.5x24mm taxus liberte stent and post dilated with a 3.5mm non-bsc balloon. Per the physician, there was good result with no residual narrowing and flow was normal throughout. In (B)(6) 2010, the patient again experienced chest pain and recurrent angina. Coronary angiography revealed 50-70% restenosis in the distal left anterior descending (lad) artery. The lesion was on the distal edge of the stent. The lesion was treated with a 2.5x28mm taxus liberte stent. The final angiogram revealed a good result in the new stent. In (B)(6) 2011, the patient was seen again with unstable angina. The cx stent was widely patent with no obstructive disease. The proximal lad had 50% stenosis and no in-stent restenosis in the mid and distal portions of the vessel. The physician treated the proximal lad artery with a 3.5x30mm non-bsc drug-eluting stent. The stent was post dilated with a 3.0x12mm balloon. Additionally, the patient underwent coronary artery bypass grafting 167 days post-index procedure not 165 as previously stated.

Manufacturer narrative:
(B)(4).